Manufacturer narrative:
Concomitant medical products: d274drg ICD, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead caused inappropriate shocks due to t-wave oversensing (twos). Follow up indicated that the lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.